Manufacturer narrative:
A ge service rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The fe reported an interlock failure error message. This error causes the system to shut down. There is no report of injury or death associated with this event.